Manufacturer narrative:
Section d4: lot number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with tears in the modular cable. It was noted that the modular cable was taped up at the patient's last clinic. The customer planned to exchange the modular cable and system controller, but it was found that the modular cable was connected to the driveline very close to the exit site. The customer stated that the modular cable was ¿too banged up¿ and there was concern that they would not be able to reconnect if they were to exchange the modular cable. Technical services reviewed a submitted photo of the modular cable and noted that the metal was ¿marred¿ on the modular cable connector. It was decided to exchange only the system controller at that time. Log files were sent for review and captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. There were no issues with pump function. Related manufacturer reference number: 2916596-2023-07643 (pump) & 2916596-2023-07645 (system controller).

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable was inconclusive with the provided reference photos. Reference photos captured tape covering a large section of the outer jacket on the modular cable, which was presumed to be covering the damage on the outer jacket. Also, the reference photo captured the in-line connector; however, the provided photo was inconclusive in determining the damage. Event details of a potential modular cable exchange regarding the damage. Event history reported there was tears on the modular cable, which was taped up at the vad clinic in (B)(6) 2023. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. Device history records indicated the device was manufactured in accordance to manufacturing and qa specifications. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.